Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "I am aware of four midlines that had to be removed- they were all in for 5-8 days before I started receiving complaints. The leakiness that was reported was a saturated dressing when medications/fluids were pushed into the line, causing them to leak down the arm." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "unknown". Associated MDR numbers include: 9680794-2025-00321, 9680794-2025-00322, 9680794-2025-00323, 9680794-2025-00324.

Event description:
It was reported "I am aware of four midlines that had to be removed- they were all in for 5-8 days before I started receiving complaints. The leakiness that was reported was a saturated dressing when medications/fluids were pushed into the line, causing them to leak down the arm." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "unknown". Associated MDR numbers include: 9680794-2025-00321, 9680794-2025-00323, 9680794-2025-00324.

Manufacturer narrative:
(B)(4)